Event description:
Information was received that device double beeped no cassette. Incident occurred during testing; no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no issues were detected. The reported issue was not duplicated.